Event description:
It was reported that a flogard infusion pump would not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review identified an f-38 alarm, which was determined the cause the pump to not function. The f-38 alarm was caused by faulty force sensing resistors (fsr). The fsrs were replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.